Event description:
New information received noted noise was continued to be seen on the right atrial lead resulting in inappropriate automatic mode switch episodes. No intervention was performed; the physician elected to continue monitoring the patient. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon investigation, multiple automatic mode switch episodes were logged due to right atrial (ra) lead noise. The noise was reproduced with isometric testing. The physician believed the noise was not causing issues and elected to monitor. No changes were made. The patient was stable.